Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer is unable to load a new cartridge as the cartridge alarm recurred. The customer continued to use the pump for insulin therapy and has a backup pump to use if needed. There was no adverse impact to the customer¿s blood glucose level.